Event description:
Home patient (hp) contacted baxter's technical service center (tsc) and reported that the home patient had contaminated the supply bag while spiking. No further information is available due to hp being unable to recall the incident. Per both hp and rn, no patient injury or medical intervention was associated with this incident. If further information becomes available it will be added to the complaint file at that time.